Manufacturer narrative:
Date of event: (B)(6) 2018. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A photo was provided and reviewed. An evaluation of the photo provided by the user confirmed the report. The photo showed two (2) deployed black bands. Of the two (2) deployed bands, one (1) has not constricted as intended. Without return of the complaint device a complete evaluation could not be performed. The device history record could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected three (3) cook 6 shooter saeed multi-band ligators. The nurse had been in timor[-leste]. She reported that an mbl-6 band did not contract as normal. The belief is that the rubber [band] had perished due to storage in heat. Additional information was received on 7-nov-2018: the bands were to be deployed but did not close properly - see photo. This happened prior to patient use as the nurse was checking for potential problems as banders had failed previously. 2-3 banders in the past at least. This nurse was not present for these. No adverse problems to the patient were reported. Additional information was received on 11/08/2018: the storage conditions for the device was normally in air-conditioning, but this had broken down. The band was test fired outside of the patient before being introduced into the patient. This occurred prior to patient contact; there was no impact to the patient.